Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed episodes of atrial lead noise causing inappropriate mode switching. The patient was asymptomatic. The noise was not reproducible with isometrics. The physician elected to not make any changes and continue monitoring the patient normally.